Manufacturer narrative:
An investigation was not possible, because no product was returned for investigation. In our sophisticated production process, the products are subjected to a variety of tests, including a pull test during assembly to ensure that the connection between the components are secure and that it is not possible for the catheter to slip off. All products in the aforementioned batch have successfully passed this pull test. A final clarification of the cause what has led to leakage and subsequent slipping of the catheter is only possible by an examination. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis. Based on the product documentation, we can exclude a defect at the time of delivery of the progav shunt system, our traceability indicates that the valve was in perfect condition.

Event description:
It was reported that a progav shuntsystem (#fv434-t) was to be implanted during a procedure performed on an unspecified date. According to the complainant, during preoperative testing, the bend protection and catheter next to the reservoir had a leakage and slipped of. Because there was no substitutional product at hand, the catheter was connected again securely and the shuntsystem could be implanted. No patient complications were reported as a result of the procedure. The complained device was not returned to the manufacturer for evaluation.